Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to blurred vision and the problem resolved. Cause of event was unknown.